Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2020, product: type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4) ubd: 22-oct-2024, UDI#:(B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 17-sep-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient reported that her stimulation felt different after bending over and feeling a pull in her back. The patient said that on or around (B)(6) 2020 she accidentally dropped her medication bottle on the floor and her medicine went everywhere on the floor. Her dog was about to eat her medication and she bent down quickly to prevent the dog from eating it and thats when she felt the pull. After this she noticed that she no longer felt the stimulation in her hands. The patient called on (B)(6) 2021 to see if we could meet her at her (B)(6) 2021 appointment for reprogramming, but did not disclose the bending event. On (B)(6) 2021 rep met with the patient at her appointment and took a new x-ray of the leads to confirm placement. The provider who did her implant¿ was there during the x-ray and is aware of the results. Original surgery lead placement was c3 (left lead at bottom c3 and right lead at upper c3). The (B)(6) 2021 x-ray showed lead migration: left lead now at c6-7 and right lead at c4. After the x-ray on (B)(6) 2021 rep reprogrammed her stimulator and checked impedances (all within normal limits). With reprogramming she had good coverage in her right hand and wrist, but could only feel a little stimulation on the left. Original presurgery pain: right wrist/hand pain was greater than the left wrist/hand pain. Before her bending incident she felt stimulation in bilateral wrists/hands. Patient is to try the new programs and report if she needs further reprogramming.